Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-jul-2003, UDI#: (B)(4).( B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for spinal pain. The pump administered morphine with concentration 30 mg/ml at a dose rate of 8.897 mg/day, and bupivacaine with concentration 10 mg/ml at a dose rate of ¿4.422¿. It was reported that there was an interruption in drug delivery due to a suspected and confirmed problem with the catheter. The pump was also flipped in the pocket. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). It was further reported that the patient¿s pump pocket had been filling with fluid for approximately 10 days prior to surgery yesterday. The physician suspected a catheter leakage because the pocket fluid was clear when it was drained. It was further noted that sure enough, after opening the pump pocket in surgery, clear fluid had poured out onto the floor. The catheter connector was found completely disconnected from the remaining portion of the 8709 catheter. It was also very difficult to remove the sutureless pump connector. It seemed to fall apart during the removal. The physician had to use surgical instruments to remove it from the pump. The catheter was revised. The pump remained implanted and in-service. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue. Device analysis was requested. The issue was resolved as of the date of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to obtained. The patient¿s weight was noted as having been requested but was unknown. The patient¿s medical history included complex regional pain syndrome type ii. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.